Manufacturer narrative:
Findings: pump was received with loud noise during rewind due to faulty motor. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was not performed. The device was returned for analysis.